Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The diabetes educator called to request assistance with high blood glucose. The call was disconnected and later the customer called back and stated that she changed the infusion set several times and high blood glucose continued being higher. Troubleshooting was performed. The alarm history revealed a no delivery alarm and a low reservoir alarm. The daily totals showed more delivery on some day, which could be possible due to her recent high glucose level. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.